Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl (1000 mcg/ml at 350 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a problem with the communicator. Lately it was taking 20-30 seconds to go from 91% to deliver bolus and normally that was much quicker. This morning they woke up in pain and tried to use communicator and it did not connect but by the third time it did connect. At times it would say connection lost and was in red. Patient services advised to reset communicator and restart the handset and advised there was a lag when attempting a connection and that was expected. Advised on which pieces to turn on first and how to position the communicator. The patient was not happy with this and stated there was indeed an issue. Patient services advised a replacement will more than likely not fix this as this can occur, but they sent an email to the repair department to replace communicator. Additional information received from a consumer (con) reported the new communicator resolved the issue. It was also reported the issue was documented wrong and that it wouldn't connect to the pump, and there was no way to change the batteries as recommended.